Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified no issues with the hypotube or polymer shaft that may have contributed to the complaint incident. An examination of the returned device identified that the balloon had not been inflated. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12atm without issue. A vacuum was then applied. The inflation device was verified at 12atm, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm was repeated three times with no leaks or drop in pressure noted. No issues were noted with the balloon material that may have potentially contributed to the complaint incident. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications reported and the patient status was good.